Event description:
A discordant result for creatine kinase mb (ck-mb) was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician, who questioned the result as not matching the clinical picture of the patient. The customer repeated the same sample from the first draw and the next day another sample was drawn. The corrected result was reported to the physician. There are no known reports of patient intervention or adverse health consequences due to the discordant ck-mb result.

Manufacturer narrative:
The siemens technical service consultant (tsc) was contacted by the customer. The tsc analyzed the instrument data and determined that the cause of the discordant creatinine result was user error. The tse determined that on (B)(4) 2013, the initial result (ID (B)(4)) had the following flags: (e143:outside computed results monitoring limits/e511: above reference range/e550:correlated). The tsc determined that there was no instrument malfunction during the time of the event. The instrument is performing within specifications. Further evaluation of the device is not required.